Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material adhered to c-cover¿, was confirmed. The foreign material could not be specified. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. Additionally, since adhesives other than those used for objective lenses, such as the illumination lens, were also deteriorating, it was highly likely that the chemicals used in the reprocessing process had an effect on them. Olympus owns ihi's endoscope washing equipment, and it was found that ozone water was used in the disinfection process. Olympus does not recommend the use of ozonated water because it may damage the endoscope. It was possible that the ozone water used for disinfection may have accelerated the deterioration of the adhesive and caused the defect. As stated in "section 3.4 disinfection solution" of the gif-h190 and pcf-h190dl/I operation manual cleaning/disinfection/sterilization chapter, olympus does not recommend the use of ozone water. The users were made aware of the effects on endoscopes when using this product. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the request for re-investigation from the filing source. It was determined that it is not right to blame ozone in the first place as the root cause for this event. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had a ring of light appear in the center of the image. The event occurred during a procedure. The procedure was completed with the same device. There was no patient harm associated with the event. The device was evaluated, and it was found that there was foreign material on the plastic distal end cover and the control unit. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to adhesive peeling around objective lens. In addition to foreign material on the plastic distal end cover and control unit due to insufficient cleaning, additional findings were as follows: due to wear of angle wire, bending angle in up direction did not meet standard value; adhesive on bending section cover had a chip and white-clouded area; adhesive around objective lens was peeled; adhesive around light guide lens was peeled; plastic distal end cover had a dent; connecting tube had a scratch; grip had discoloration; universal cord had a scratch; suction connector had discoloration; image guide protector had discoloration; and protector of universal cord on suction connector side had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.